Event description:
The customer observed falsely elevated alinity I b12 results for one patient. The following data was provided: initial result 115.1 pmol/l (lot 47142ud00). Repeated 241.7 pmol/l (lot 50558ud00) and 145.0 pmol/l (lot 50558ud00). The customer believes that 115.1 and 145.0 pmol/l are the correct results. No impact to patient management was reported.

Manufacturer narrative:
Service inspected the instrument and found leaking due to the presence of salt buildup on parts. The face seal fitting repair kit was replaced which resolved the issue. The alinity I processing module function was verified with a control run. The instrument service history review verified no subsequent issues have been reported related to false elevated patient results. Device history record review did not identify any non-conformances or potential non-conformances related to the instrument part. Trending review for the face seal fitting repair kit did not identify any trends. A review of tracking and trending for the alinity I/architect ia found no trends. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), was identified.this issue was previously reported under MDR number 3005094123-2023-00169 under a different suspect device.